Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the electrode ground ring, and a dent was observed on the top cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed damaged antenna coil, and broken antenna shield wires. These anomalies are not believed to be related to the return reason. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient was reportedly a non-user of the device and elected revision surgery for an MRI. The recipient's device was reportedly explanted. The recipient will not be reimplanted. The recipient is doing well post-explantation surgery.